Manufacturer narrative:
The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received antitachycardia pacing (atp). The episode appeared to have occurred in the ventricular tachycardia (vt) 1 zone, which was programmed as monitor only. Technical services discussed the episode started in the vt-1 zone but then moved into the vt zone which had atp programmed. The patient also had previous atp episodes, however the electrograms were overwritten by newer episodes. No adverse patient effects were reported.